Manufacturer narrative:
As reported, when a 7f exoseal vascular closure device (vcd) was withdrawn, no hemostasis was found. Manual compression was held for hemostasis. The operator had many years of experience using the exoseal. The procedure was performed by retrograde puncture from the left femoral artery using a short cordis sheath. Postoperatively, the vcd was used for blockage and hemostasis. After slowly retracting the device at an angle of approximately 50°, the return indicator pulsatile blood flow stopped, and then slowly withdrawing the blocker for approximately 1 cm, the blocker indicator window changed color. The operator pressed the plug deployment button and hemostasis was not achieved. The exoseal vcd was used in an interventional procedure. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium/plaque at the puncture site. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel had stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Bleeding was noted instantly after plug deployment/device removal. Pulsatile bleeding at the puncture site was immediately noted upon removal of the exoseal vcd and sheath. The plug was deployed to the proper location. Fingertip compression was maintained on the skin during removal of the device. No anticoagulants, antiplatelets, or thrombolytics were used. Vascular access was achieved without multiple stick attempts. One non-sterile exoseal vascular closure device, 7f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, the indicator window was received in the black/white/red position. During this visual analysis, a kink was observed on the delivery shaft, located 3 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. A high magnification evaluation was executed to evaluate the internal mechanism assembly configuration. During this analysis, no abnormal conditions were observed to be reported. No abnormal conditions were observed in the internal mechanism of the device. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint. Without procedural films, the cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when a 7f exoseal vascular closure device (vcd) was withdrawn, no hemostasis was found. Manual compression was held for hemostasis. The operator had many years of experience using the exoseal. The procedure was performed by retrograde puncture from the left femoral artery using a short cordis sheath. Postoperatively, the vcd was used for blockage and hemostasis. After slowly retracting the device at an angle of approximately 50°, the return indicator pulsatile blood flow stopped, and then slowly withdrawing the blocker for approximately 1 cm, the blocker indicator window changed color. The operator pressed the plug deployment button and hemostasis was not achieved. The exoseal vcd was used in an interventional procedure. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium/plaque at the puncture site. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel had stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Bleeding was noted instantly after plug deployment/device removal. Pulsatile bleeding at the puncture site was immediately noted upon removal of the exoseal vcd and sheath. The plug was deployed to the proper location. Fingertip compression was maintained on the skin during removal of the device. No anticoagulants, antiplatelets, or thrombolytics were used. Vascular access was achieved without multiple stick attempts. The device is being returned for evaluation.